Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies in row c of the full-height auxiliary drawer 5 had failed. A field service engineer determined that the issue was caused by a liquid medication spill onto row board c. The fse removed row board c, cleaned the excess liquid from the drawer, and replaced the row board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer row c failed and cannot recovered. There was no indication that this event occurred while dispensing medication to the patient, and there was no report of an adverse event, harm, or delay. However, the customer reported that the liquid medication spilled onto row board c causing an issue. Therefore, this case has been deemed reportable due to liquid spill.